Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated high lead impedance readings were obtained for a vns pt at an office visit. The reporter was advised to disable the vns. No normal vns diagnostics tests are currently known. It is possible the high impedance may have been occurring since (B) (6) 2004 per the vns programming history. X-rays were received and reviewed by the manufacturer which did not identify any obvious lead discontinuities, but the entire lead was unable to be visualized. It was noted the lead pin may not be fully inserted into the generator header. Revision surgery appears likely but a surgery date has not been set.